Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Patient presented with left hip pain. Dr. Removed implants listed and proceeded to total hip.

Manufacturer narrative:
A product deficiency was not reported. Revision was carried out after an implantation period of approx. 1 month. In this case it could only be referred to available information. General aspects: pain is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. Pain may be tolerable with analgetic and antiphlogistic medication (s3) or would cause significant permanent harm (s4). From technical point of view a further statement was not possible. With available information the cause of the event was most likely based on the patient¿s condition and / or on surgical technique but not caused (because not reported) by a deficiency of the device. In case the products and / or relevant clinical information should become available we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device(s).

Event description:
Patient presented with left hip pain. Dr. Removed implants listed and proceeded to total hip.